Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced an event of high blood glucose on (B)(6) 2025. The blood glucose level of the patient was 30 mmol/l and high ketones of 4.6mmol/l. Also, the patient was weak, vomiting, and nauseated. The patient was hospitalized on (B)(6) 2025 for more than twenty-four hours due to high blood glucose and diabetic ketoacidosis. The patient was treated in hospital by insulin drip. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-07555), was submitted on 01-may-2025. However, based on the reassessment of the complaints done on 23 jan 2026, it was found that the serious injury was not related to the infusion set and there is no allegation on infusion set. The event was due to pump issue. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.